Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced unexplained pain with clicking that reportedly started 1 year post-operatively. Patient reports occasional episodes of pain where shoulder feels stuck and feels like it "clicks". As a result, approximately 2 years after initial replacement, the patient was administered medication and an injection. No further impact to the patient was reported. No further information is available.

Manufacturer narrative:
D10: 300-01-08 - equ hum stem primary press fit 8mm: (B)(6). 320-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 320-10-00 - eq rev adapter plate tray +0: (B)(6). 320-31-36 - glenosphere, 36mm: (B)(6). 320-35-01 - small glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: a, b, e. The reason for the pain and clicking cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices remain implanted, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.